Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a bc190-05 flexitrunk nasal tubing was torn during use. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Section d4: lot number, expiration date, UDI details were not received from the customer section h4: device manufacturing details were not received from the customer method: the subject device, bc190-05 flexitrunk nasal tubing was returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is thus based on the evaluation of the returned device, information provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the subject device confirmed that the tubing was torn and stretched on the film at the midline connector side. The film was observed to be wrinkled and torn. Conclusion: based on the evaluation of the returned device, the information provided by the healthcare facility, and our knowledge of the product, the reported event could have resulted from the device being subjected to excessive force. As part of the manufacturing process, each flexitrunk nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. Additionally, the user instructions which accompany the flexitrunk nasal tubing include the following: - "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." - "disconnect the flexitrunk interface gently by twisting the connectors. Do not pull forcefully, as this may damage the tubing. Handle with care" -"use patient oxygen monitoring". Additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk nasal tubing. Additional information. Section b5: evaluation of the returned device confirmed that the device was used. Section d4: the healthcare facility could not provide the device model number. Subsequent device evaluation confirmed the model number to be bc190-05.

Manufacturer narrative:
(B)(4). Section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Sectiond4: the healthcare facility could not provide the model number. Bc190-05 is used for reporting purpose. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in ohio reported via a fisher & paykel healthcare (f&p) field representative that the tubing of a bc190-05 flexitrunk nasal tubing was torn. There was no reported patient involvement.